Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Sent to pathology per operating room protocol.

Event description:
Dr. (B)(6) reported patient a status post left total hip done (B)(6) 2014 is now in need of a revision due to an acetabular cup which appears to have loosened and migrated. Dr. (B)(6) performed the surgery through the posterior approach. The cup was removed easily due to being grossly loose. The acetabulum was then reamed to a 59mm reamer. A new titanium revision cup was implanted. Four screws were placed to augment the fixation. Hydroset was used to fill a small defect. An eccentric liner was trial with a +5 36 mm head. Satisfied with this, the final implants were impacted and the surgical site was closed. The surgery was performed without incident.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) reported patient a status post left total hip done (B)(6) 2014 is now in need of a revision due to an acetabular cup which appears to have loosened and migrated. Dr. (B)(6) performed the surgery through the posterior approach. The cup was removed easily due to being grossly loose. The acetabulum was then reamed to a 59mm reamer. A new titanium revision cup was implanted. Four screws were placed to augment the fixation. Hydroset was used to fill a small defect. An eccentric liner was trial with a +5 36 mm head. Satisfied with this, the final implants were impacted and the surgical site was closed. The surgery was performed without incident.